Event description:
It was reported that in anesthesia, the md noticed the guide was difficult to operate properly. As a result, a new kit was opened and used without issue. It is not known if this issue caused a delay but there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.